Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects. Additional information from the field representative indicates that the patient condition is not good, and it is currently a policy not to replace the device at this time. A follow up will be made in six months.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects. Additional information from the field representative indicates that the patient condition is not good, and it is currently a policy not to replace the device at this time. A follow up will be made in six months. Additional information provided indicates that the patient died due to a cause not related to the pacemaker.